Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after a diagnostic lower extremity procedure. The first proglide deployed without problem but when an attempt was made to deploy the second proglide device, steps 1 and 2 were successful but during step 3 (removal of proglide plunger) a needle to cuff miss occurred so another proglide was used and the same thing happened. A final proglide achieved hemostasis. The physician is reportedly trained in the use of the proglide device. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.